Manufacturer narrative:
Device retained by the facility upon request to the facility of an electronic photo to be sent to (B)(4), the facility complied. (B)(4) sales rep was allowed to visit the facility and provide an add'l photo of the device. During the visit to the facility the (B)(4) sales rep viewed the device in question. Based on the info that was provided to the sales rep we understand that the case was completed without incident and during disassembly of the device, part of the device jammed in a fixed position due to being pulled thru when the cord was unattached. The richard wolf sales rep was requested by the facility to perform an in-svc training to the staff. This in-svc was performed (B)(6) 2011. Exp date: an error was made on the user facility medwatch due to exp date entered. (B)(4) medwatch for this device has no exp date. This is a re-usable device.

Event description:
It was reported that physician was using the lap kleppinger on a case. The instrument fell apart when removing the instrument out of the pt at end of the case. There was no pt injury.